Manufacturer narrative:
Investigation findings: the device was received for investigation and the reported problem was confirmed. Further investigation found that shaver handpiece has the potential to run on its own related to failure of the on/off mode. In addition, this unit was manufactured in january 2002 and conmed linvatec's repair records show no repair history for this unit.

Event description:
It was reported that during use of this shaver handpiece, it froze up and then would not stop working, when the off button was depressed. There was no report of injury or surgical delay with this event.